Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 26mmx3.0mm, eccentric, de novo target lesion with a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified middle left anterior descending (lad) artery. After a non-boston scientific guide catheter was engaged and a pt2 guidewire was crossed the lesion, pre-dilation was performed with a emerge 2.0 x 15 balloon catheter resulting to a 70% residual stenosis. Following pre-dilatation, a 28 x 3.00 rebel bms stent was advanced to treat the lesion. However, during the procedure, the stent was failed to cross the lesion. The device was removed and found the tip of the stent itself was deformed. The procedure was completed with another of the same device followed by post-dilatation with a 3.0 x 20 nc emerge balloon catheter. There were no patient complications reported and that patient status was stable.